Event description:
Reportedly, the ventilator alarmed and shut down while the pt was coming off the elevator when being transferred from classroom to bedroom. The therapist with the pt pressed the alarm/silence button and the alarm silenced. However, the ventilator was not operating and no lights were noted. The pt was immediately ventilated with a resuscitator and returned to their room. This ventilator was running on battery operation at the time of the reported incident. The ventilator was checked, turned on, and returned to normal operation without alarms being noted on the monitoring screen or any device alert noted. The pt was placed on the ventilator and it operated properly. However, the pt was later switched to another ventilator. Note: no permanent pt injury occurred as a result of this event.